Manufacturer narrative:
Additional information: d10, h3. Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were returned attached to the dialyzer. The dialyzer was returned with blood residue noted throughout. The returned sample was subjected to a laboratory bubble point test. An internal leak was detected as a steady stream of bubbles emanating from the polyurethane (pu) cut surface on the cavity ID end of the dialyzer, located at approximately 230 degrees, with the dialysate ports situated at 0 degrees. The dialyzer was disassembled for further evaluation and two potted fiber fragments were identified at approximately 230 degrees, at the location of the detected leak. The fiber fragments extended out of the pu potting surface and measured 0.36 mm and 0.32 mm in length, respectively, under magnification (x20). The opposing ends of the fibers could not be isolated. Further examination of the fiber bundle did not identify any other damage or irregularities. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge nurse (cn) reported that an internal dialyzer blood leak occurred immediately at the start of a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the dialyzer. The cn stated there appeared to be broken fibers in the area where blood leaked into the dialysate compartment of the device. The machine, a fresenius 2008k2, alarmed with a blood leak alert. Fresenius bloodlines were also being used. A blood test strip was used to test for the presence of blood in the dialysate, and it tested negative. The cn stated they did not attempt to verify the negative result by using another blood test strip. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was approximately 200 ml. The cn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on the same machine. The dialyzer was reportedly available to be returned for a manufacturer evaluation.